Event description:
It was reported that the caller was unable to review lead performance trends. The caller questioned what would cause "invalid data". Follow-up indicates that there was no intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.